Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault alarms was confirmed via the log files and further investigated in the system controllers investigations (B)(4). The modular cable was returned for analysis with the system controllers (serial #: (B)(4)) and the log files submitted (log 8a270813 and log 8a270858) for review. A review of the submitted log files revealed that the majority events associated with overcurrent protection on line b, driveline power faults and power b broken (fault) active events. The modular cable was tested with the returned controllers and operated the pump as intended. The modular cable passed the modular (104285) v4 test. The root cause for the driveline power fault alarms and the observed burn mark (specifically on controller hsc-010729) and fuse(s) b failure was determined to be due to an incorrect connection of the driveline into the controller(s) (180° insertion). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented to the emergency department with seizure like symptoms. Log file analysis revealed a backup battery fault, it appeared that the pump was disconnected from the original controller following the battery fault. Per tech services, the pump appeared to have been re-connected to the backup controller when a driveline disconnect occurred then finally reconnected to the primary controller. After the re connection to the primary controller a driveline power fault was recorded and the modular cable and controller were recommended to be exchanged. The account stated that the driveline appeared intact except for a possible bend near the abdominal exit site. Further investigation also yielded that fuse b status had failed for patients system controller, observed on system monitor. The system controller and modular cable were both exchanged and all alarms resolved. No further information was provided.